Event description:
Surgeon reporting bony overhang of nearly 10mm in the medial lateral orientation when the knee was sized correctly to the ap plane. He has concerns with regard to increased post-op bleeding secondary to uncovered cancellous bone caused by the inadequate mediolateral coverage of the triathlon femoral implant.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.